Event description:
A pt was scanned with a sense body coil for a pelvis examination. After the examination a second degree burn on the upper thigh was observed with a blister size of about 2cm by 5cm.

Manufacturer narrative:
(B)(4). Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.